Manufacturer narrative:
(B)(4). Returned for evaluation was a 40cc 8.0fr iab fos assembly. Blood was noted on the bladder membrane. There was no blood noted within the bladder membrane. The bladder membrane was fully unwrapped. The pressure line was returned connected to the injection lumen. The driveline tubing was returned connected to the inflation lumen. A kink was noted approximately 9.0cm from the luer end of the catheter. A bend was noted on the central lumen approximately 4.5cm from the distal tip of the catheter. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post was centered. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. (See page 4 for device evaluation continuation) other remarks: the cal key and fos were connected to the iabp. The cal key was recognized, but the iabp status was "ll pl" indicating a potential broken fiber. The broken fiber was noted 0.9cm from the distal tip of the catheter. The full length of the fiber was confirmed present with no other notable breaks. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. The iab was placed in the t-tube and connected to the pump for 5 minutes. No helium loss alarms were noted. The bend and kink found on the central lumen can potentially cause the helium loss alarms noted in the event details. According to the event details, the cardiologist noted that the central lumen was kinked. The css confirmed that the kinked catheter could potentially cause helium loss alarms. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarms, is not confirmed. The issue was not able to be reproduced during functional testing; however, the catheter was found kinked as noted in the event details. This could have potentially been the cause of the helium loss alarm issues during the procedure. No holes or leaks were noted on the bladder membrane. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn in the micu (medical intensive care unit) called in reference to a patient (pt) that had an intra-aortic balloon (iab) inserted on (B)(6) 2015. The rn is calling to troubleshoot two possible helium loss alarms and an unable to refill alarm. Prior to calling the hotline, after the first two possible helium loss alarms on pump sn (B)(4), the rn exchanged the pump to a second one (sn (B)(4)). The rn received an "unable to refill" alarm. As the clinical support specialist (css) and rn were on the phone talking, a "high baseline alarm" and a "possible helium loss" alarm occurred within less than two minutes of each other. The rn confirmed there was no blood in the driveline. The rn stated the pt is not obese, is not currently moving in bed, and doesn't have any visible signs of kinking. The rn denied the iab having a steep angle of insertion, and also had no detail of tortuous anatomy from the cath report. The rn stated that the bpw (balloon pressure waveform) looks to have a normal chair shape. The css then asked the rn to send a picture of the alarm strips. When the css called the rn back we discussed that the iab looked to have a kink due to the widened inflation and deflation artifact. The css suggested the rn hyperextend the groin and pull tension on the insertion site. The rn was going to attempt and then call back should she need assistance. At 1507, the rn called the css back and stated the "possible helium loss" was occurring back to back. The css relayed that there could be a small hole in the iab and it should be removed. The css then spoke with a resident md and discussed the same. She is going to call the attending to discuss removal of the iab. On (B)(4) 2015 at 22:22:21 a second hot line call was received approximately 2 hours later. The cardiologist felt this was a kinked iab, but was heading to assess the pt. The cardiologist told the css that he did not feel the iab needed to be removed and was going to attempt some further troubleshooting at bedside. The css then relayed that it may be a kinked iab; however, with the frequency of the "possible helium loss alarms" there was also the concern of a rupture. The cardiologist had not been told of the helium loss alarms, only high pressure/high baseline alarms; he is going to go into the facility. At 1741, the css called the cardiologist back. He stated that the alarms continued and he decided to remove the iab as the pt was extremely agitated/delirious/restless in bed and had been for more than 24 hours. The iab was discontinued without incidence and the pt's pressures maintained after. The cardiologist did not place a second iab. On (B)(6) 2015 21:43:59 tara lilac (tlilac1). It has been reported via a hot line call. The rn in the micu called in reference to a 74 yo male patient. The iab was inserted (B)(6) 2015; indication for use: nstemi ef13%, pulmonary edema, and CABG slated for possibly mon/tue. The patient has had several strokes in the past. The rn is calling for troubleshooting 2 possible helium loss alarms and an unable to refill alarm. Prior to calling the hotline, after the first 2 possible helium loss alarms on pump sn (B)(4), the rn exchanged the pump to a second one (sn (B)(4)). The rn has now received an "unable to refill" alarm and as the clinical support specialist and rn are on the phone talking, a "high baseline alarm" and a "possible helium loss" alarm occurred within less than 2 minutes of each other. The rn confirmed there is no blood in the driveline. The rn stated the patient is not obese, is not currently moving in bed, and doesn't have any visible signs of kinking. The rn denied the iab having a steep angle of insertion, and also had no detail of tortuous anatomy from the cath report. The rn stated when asked; that bpw looks to have a normal chair shape. The css then asked the rn to send a picture of the alarm strips (see attached). When the css called the rn back after inspection, we discussed that the iab looks to have a kink due to the widened inflation and deflation artifact. The css suggested the rn should hyperextend the groin, pull tension on the insertion site etc. The rn is going to attempt this, and then call the css back on her cell phone should the rn need further assistance. She has no further questions at this time. At 1507, the rn called the css back and stated the "possible helium loss" is occurring back to back. The css relayed that there could be a small hole in the iab and it should be removed. The css then spoke with a resident md and discussed the same and she is going to call the attending to discuss removal of the iab. The css asked that the rn save the iab once removed. The rn has no further questions at this time. On (B)(6) 2015 22:22:21 tara lilac (tlilac1). A second hot line call was received ~ 2 hours later. The cardiologist felt this was kinked iab, but is heading to the hospital to assess the patient. The cardiologist told the css that he does not feel the iab needs to be removed and is going to attempt some further troubleshooting at bedside. The css then relayed that it very well may be a kinked iab, however with the frequency of the "possible helium loss alarms" there is also the concern of a rupture. The cardiologist had not been told of the helium loss alarms, only high pressure/high baseline alarms. According to the cardiologist is going to go into the hospital and call the css back with follow up. At 1741 - the css called the cardiologist back and he stated that the alarms continued and he decided to remove the iab (which has been saved) as the patient was extremely agitated/delirious/restless in bed and has been for more than 24 hours. The iab was d/c'd without incidence and the patient's pressures maintained after. The cardiologist did not place a second iab. The cardiologist has no further questions at this time. At (B)(6) 2015 15:01:58 tara lilac (tlilac1). The first call to the css was (B)(6) 2015 @0145est - by the rn in the (B)(6) the rn told the css that at fos signal is not working. The rn reported that the pump ((B)(4)) is using the transduced ap waveform and not the fiberoptic. It has been this way since insertion in the cath lab @ 1950cst. The css had the rn disconnect the blue key and inspect the tip. The rn relayed that it was able the housing. The css then asked the rn to reconnect the fos and there were no audible tones. The pump is showing a black fos icon (fiberopix iab not connected), and the fos status is ll (low light return), re (ratiometric error), and pl (fos is measuring outside of pressure range). The pump is currently pumping in autopilot with no issue using the transduced ap waveform.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rn in the micu (medical intensive care unit) called in reference to a patient (pt) that had an intra-aortic balloon (iab) inserted (B)(6) 2015. The rn is calling to troubleshoot two possible helium loss alarms and an unable to refill alarm. Prior to calling the hotline, after the first two possible helium loss alarms on pump sn(B)(4), the rn exchanged the pump to a second one (sn (B)(4)). The rn received an "unable to refill" alarm. As the clinical support specialist (css) and rn were on the phone talking, a "high baseline alarm" and a "possible helium loss" alarm occurred within less than two minutes of each other. The rn confirmed there was no blood in the driveline. The rn stated the pt is not obese, is not currently moving in bed, and doesn't have any visible signs of kinking. The rn denied the iab having a steep angle of insertion, and also had no detail of tortuous anatomy from the cath report. The rn stated that the bpw (balloon pressure waveform) looks to have a normal chair shape. The css then asked the rn to send a picture of the alarm strips. When the css called the rn back we discussed that the iab looked to have a kink due to the widened inflation and deflation artifact. The css suggested the rn hyperextend the groin and pull tension on the insertion site. The rn was going to attempt and then call back should she need assistance. At 1507, the rn called the css back and stated the "possible helium loss" was occurring back to back. The css relayed that there could be a small hole in the iab and it should be removed. The css then spoke with a resident md and discussed the same. She is going to call the attending to discuss removal of the iab. On (B)(6) 2015 at 22:22:21 a second hot line call was received approximately 2 hours later. The cardiologist felt this was a kinked iab, but was heading to assess the pt. The cardiologist told the css that he did not feel the iab needed to be removed and was going to attempt some further troubleshooting at bedside. The css then relayed that it may be a kinked iab; however, with the frequency of the "possible helium loss alarms" there was also the concern of a rupture. The cardiologist had not been told of the helium loss alarms, only high pressure/high baseline alarms; he is going to go into the facility. At 1741 the css called the cardiologist back. He stated that the alarms continued and he decided to remove the iab as the pt was extremely agitated/delirious/restless in bed and had been for more than 24 hours. The iab was discontinued without incidence and the pt's pressures maintained after. The cardiologist did not place a second iab.